Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient was hospitalized due high blood glucose level on (B)(6) 2024. The blood glucose level was 27.0 mmol/l at the time of event and was managed by bolus. The ketones were also high. The infusion set was in use for 48 hours. No further information was available.